Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 523 mg/dl and after few days it was 525 mg/dl. The customer also stated that, the infusion set had bent cannula and product not adhering. Customer declined troubleshooting for the high as she treated and did needle shots and then started over again. The device is not expected to be returned for analysis.